Event description:
The procedure was coil embolization assisted with the vrd of distal anterior cerebral artery aneurysm, which was not calcified and heavily tortuous. During the procedure, when the physician was advancing a vrd (enc452212/(B)(4)) in an unspecified prowler select plus, he experienced severe resistance at the distal part of microcatheter. Then the physician tried to withdraw the vrd, he experienced resistance again. After the withdrawn, it was observed that the delivery wire was separated to two pieces in proximal section. Afterwards, the procedure was successfully completed with another mc and coils and there was no patient injury/complications reported. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no damage/defects noted on the devices after the event. The complaint product is going to be returned for evaluation. Please note that once the enterprise was out of the patient's body, the physician deployed the vrd for unknown purpose. Both the vrd and the delivery system are going to be returned. Procedural images are not available.

Manufacturer narrative:
During a stent assisted coil embolization of a distal anterior cerebral artery aneurysm with no calcification that was heavily tortuous severe resistance was experienced when advancing the enterprise vrd (B)(4) through the distal end of an unspecified prowler select plus microcatheter (mc). Then an attempt was made to withdraw the vrd and resistance was again experienced. After withdrawn it was observed that the delivery wire was separated in two pieces at the proximal section. The procedure was successfully completed with another mc and coils and there were no patient injury or complications reported. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on either the mc or vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. It is not known if the enterprise delivery wire was reshaped prior to use which the instructions for use precautions should not be done. There were no other damage/defects noted on the devices after the event. It was reported that once the enterprise system was out of the patient's body, the physician deployed the vrd for unknown purpose. No further information is available and procedural images are not available. One non-sterile enterprise vrd was received coiled in a plastic bag; coil tip found fractured in both ends, proximal end was found stretched/fractured and distal tip was missing. Only the delivery wire coil tip was received, the other proximal section of the delivery wire was not returned. The introducer tube introducer tube was found kinked. No other anomalies/damages were noted. The stent was received outside introducer tube (already deployed) and without damages. The delivery wire coil tip and stent were observed under a microscope. No anomalies were found on the stent. Fractures on both ends of the coil tip were confirmed. Sem analysis showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching could be related to these surface characteristics. Additionally the more distal coil tip fracture surface presented evidence of cutting characteristics. According to the observed conditions, it appears that the more distal point of separation occurred due to a cutting event; however, the exact cause of the separation could not be conclusively determined. Functional test could not be performed due to the condition of the returned product. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10115525. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported resistance friction encountered during advancement of the enterprise vrd through the prowler mc could not be evaluated with functional testing of the enterprise due the returned condition of the enterprise. Resistance/friction with the concomitant prowler was confirmed and was due to kinked/compressed sections of the device which appear to be related to procedural/clinical factors, possibly device manipulation and the severely tortuous vessel characteristics. The reported delivery wire separation was confirmed. Based on the analysis it appears that application of excessive force resulted in stretching and fracture of the wire. The instructions for use warns that if resistance is met during manipulation, determine the cause of resistance prior to proceeding. It further warns that if resistance is encountered at any point during stent manipulation, do not apply undue force with review of the available information, the analysis and device history records there is no indication of any manufacturing issues related to the event. The product met specification prior to shipment. It appears that device interaction due to the kinking of the concomitant mc and manipulation/pulling against this resistance may have contributed to the separation. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Event description: additional information received from the affiliate indicated that it is unknown if the enterprise delivery wire was reshaped prior to use. There was resistance during withdrawal however, the delivery wire did not prolapse/get entrapped by the stent as it was deployed. The microcatheter was not advanced forward through the deployed stent prior to withdrawing the delivery wire through the microcatheter. It is unknown if the interaction with the stent or any other device appear to have contributed to the separation. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile enterprise vrd was received coiled in a plastic bag; coil tip found fractured in both ends, proximal end was found stretched/fractured and distal tip was missing, (B)(4) (note: only coil tip was received, the other proximal section of the delivery wire was not returned). Introducer tube was found kinked. No other anomalies/damages were noted. Stent was received outside introducer tube (already deployed) and without damages. Coil tip and stent were observed under a microscope. No anomalies were found on stent. Fractures on both ends of the coil tip were confirmed. Sample was sent to sem for further analysis. Sem analysis showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching could be related to these surface characteristics. And the coil tip fracture surface presented evidence of cutting characteristics. According to the observed conditions, it appears that the separation occurred due to a cutting event; however, the exact cause of the separation could not be conclusively determined. Functional test could not be performed due to the condition of the returned product. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10115525. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 225 units, which were shipped from lake region medical on (B)(4) 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "delivery wire resistance/friction" could not be evaluated. Due to the condition of the returned product functional test could not be performed. The failure reported by the customer as "delivery wire fractured-separated" was confirmed, delivery wire was found fractured. Apparently the separation was provoked because excessive force was applied, the wire was stretched then was fractured. The cause of the event experienced by the customer and the cause of the damages found on unit could not be conclusively determined, however analysis and DHR review indicates that device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.